Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead was oversensing noise. No changes or intervention were performed. The patient was in stable condition.